Manufacturer narrative:
False reactive results may occur in elecsys hiv duo as the specificity of the assay is less than 100% per the labeled specificity claim of the assay. The product labeling states: "all initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay." The product labeling also states: "repeatedly reactive samples must be confirmed according to cdc recommended confirmatory algorithms." And the product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The elecsys hiv duo assay performs within specifications.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys hiv duo assay on a cobas e 801 analytical unit. Patient 1: the initial result was 1.36 coi. On (B)(6) 2026, the sample was repeated in a different laboratory using 2 different methods (abbott alinity hiv combo and biorad genscreen ultra hiv ag/ab), and the repeat results were both negative. Patient 2: on (B)(6) 2026: the initial result was 2.71 coi. On (B)(6) 2026: the repeat result was 2.48 coi. The sample was also repeated in a different laboratory using 2 different methods (abbott alinity hiv combo and biorad genscreen ultra hiv ag/ab), and the repeat results were both negative.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The provided data showed the calibration on (B)(6) 2026, and it was within the expected ranges. The qc was acceptable. The investigation is ongoing.